Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload noted that the trs material was pulled from under the intact distal anvil suture. The reload was fired without issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the buttress material position may occur if the reinforcement material is pulled toward the distal end of the reload. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing for segmental resection of lung, the nurse tried to connect reload to the handle, but could not. A new cartridge was used to complete the procedure. There was no medical intervention or patient injury.